Manufacturer narrative:
There was no thrombus present at the site before the procedure. The reference vessel diameter was 6mm. The percentage stenosis before procedure was 90% and after stent placement and post-dilation 0%. There was no vessel dissection. During placement of second stent, the proximal and distal stent markers were not adequately identified so that the second stent was completely placed into the first stent; this made placement of a third stent necessary. Patient was discharged in 2006. Medication at discharge: aspirin and clopidogrel. A 12 month follow up was made on the day before, where one stent found fractured/separated 3cm from the proximal end with binary restenosis in the proximal edge and occlusion for which atherectomy was performed on six days after the original date. Is not known which one of the three stents implanted has the reported fracture/separation. It is also not known which of the stents had the inadequate radiopacity and was inaccurately placed at the lesion site. Therefore, all three stents are being reported accordingly. This product is not available for evaluation and testing as is implanted in the patient. Additional information will be sent within 30 days upon receipt. This is one of three products involved in the same patient and reported under manufacturing numbers 9616099-2008-00651, 9616099-2008-00652 and 9616099-2008-00654.

Event description:
Report received indicated that one smart control stent fractured/separated; one stent had inadequate radiopacity and was inaccurately placed and patient experienced arterial restenosis. The patient was enrolled in the study. A percutaneous transluminal angioplasty (pta) was performed to the left superficial femoral artery (sfa) in 2006. Twenty-four hours prior to procedure, the patient was given a 100 mg/day of aspirin and 600 mg/day of clopidogrel. Heparin was given at the beginning of the procedure for a total dose of 4000iu. Access method was percutaneous and puncture site ipsilateral. Target lesion predilation was not performed. Three smart stents (3x 8 x 100mm) were implanted in the left proximal, mid and distal sfa. Post-dilation was done with a cordis powerflex balloon (5 x 80mm). The vessel anatomy at the lesion site was straight, type of lesion de novo and calcified. Total lesion length was 180mm of which 100mm was occluded.